Event description:
It was reported that during photoselective vaporization of the prostate procedure, errors 171 and 820 were received. The laser kept going into standby. The fiber had been used for 22,000 joules and 2:23 minutes. The fiber tip had been cleaned during the procedure. The fiber was replaced, and a second fiber was used to continue with the procedure. However, the same errors and device issue occurred with the second fiber. The second fiber had been used for 22,000 joules and 2:23 minutes. The fiber tip had been cleaned during the procedure. The procedure was then aborted and a urethral catheter was placed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. Fiber 2 of 2.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached and not returned; therefore, the reported event of fiber stopped working is confirmed. Product analysis was not able to identify any defects that could have led to the reported error 171 and error 820 events. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glass cap and metal cap detachments. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported events and identified glass cap and metal cap detachments.

Event description:
It was reported that during photoselective vaporization of the prostate procedure, errors 171 and 820 were received. The laser kept going into standby. The fiber had been used for 22,000 joules and 2:23 minutes. The fiber tip had been cleaned during the procedure. The fiber was replaced, and a second fiber was used to continue with the procedure. However, the same errors and device issue occurred with the second fiber. The second fiber had been used for 22,000 joules and 2:23 minutes. The fiber tip had been cleaned during the procedure. The procedure was then aborted and a urethral catheter was placed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. Fiber 2 of 2.